Event description:
It is alleged that during a case the 15 degree scalpel/electrocautery blade was lost inside the pt and never found. It was reported that there was no other pt harm and the case was aborted for reasons not associated with the loss of the blade.